Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reports meeting with their doctor on (B)(6) 2026. Pt reports rev ision/replacement with paddle leads is planned for (B)(6) 2026 to resolve the issue. Pt reports their spinal cord stimulator has been turned off while they await surgery.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024 brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator. The reason for call was hcp mentioned the patient had not had their spinal cord stimulator on for several months because the patient thought the leads had migrated and the patient said the implanted neurostimulator had flipped several months ago. Patient was scheduled to have an MRI, but the healthcare provider wanted to know if the patient should wait until the spinal cord stimulator was revised before having an MRI. Technical services (tss) discussed MRI guidelines and the patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.